Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the homechoice (hc) unit during dwell cycle 4 of 5. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The hp stated that she had disconnected to use restroom in dwell 4/5. The hp further stated she did not know if the hc had started drain before she reconnected. The tsr advised to report alarm to the peritoneal dialysis nurse the next morning. The hp confirmed to finish therapy manually. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). Based on the information obtained during baxter?s investigation, the root cause was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The patient stated that he had disconnected to use restroom in dwell 4 of 5. The at-home guide instructs users how to emergency disconnect for a short time period. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A batch review was not performed because the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump experienced failure code 810:11, which interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.